Event description:
The report from the affiliate indicated that this patient has had four (4) adverse events (ae's) since the index procedure. The ae's involve a bare-metal-stent (bms) and a cypher 2.5x18 mm stent (cypher stent #1) which were implanted in the index procedure and a cypher 3.0/28 mm stent (cypher stent #2) which was implanted four and one-half (4 1/2) months later to treat restenosis of the index procedure stents (ae #1). Index procedure: the pt was admitted for angina pectoris and during the admission coronary angiography demonstrated a 90% proximal right coronary artery (rca) stenosis. The lesion was reported to be; ostial, slightly calcified, and 4.0mm in diameter. The proximal rca target lesion was treated six (6) days later during the index procedure by implantation of a tsunami 2.5/15mm bare-metal-stent (bms) and a cypher 2.5/18 mm stent (cypher stent #1) proximal to the bms in overlapping fashion.

Manufacturer narrative:
Ae#1:l approx four and one-half (4 1/2) months after the index procedure during the follow up period coronary angiography demonstrated restenosis (ae#1) of the previously implanted bms and the cypher 2.5/18 mm stent (cypher stent #1). To treat the restenosis an additional cypher 3.0/28mm (cypher stent#2) was implanted inside the previously implanted stent at 22 atm. This stent was reported to be entirely overlapping the previous stents with part of this stent protruding out of the proximal end of cypher stent #1. Ae# 2: approx ten (10) months after the index procedure the patient complained of chest pain and coronary angiography was conducted. A 99% restenotic lesion was noted at the ostium of the rca at the position of the previously implanted cypher stent (#2). The restenosis was treated by ptca using a 3.0/20 mm balloon. There was no other problem noted with the cypher stent (#2). Ae#3: two (2) days after the previous procedure and adverse event (ae#2), the pt was reported to still have chest pain. Due to the patient's chest pain and the cypher stent (#2) not being fully dilated, CABG surgery was done. The rca and left anterior descending (lad) arteries were bypassed. The pt's chest pain was reported to have resolved and the pt's condition improved. Ae#4: fifteen and one-half (15 1/2) months after the patient's index procedure the pt had coronary angiography conducted. The cypher 3.0/28mm (cypher stent #2) was noted to be fractured. At this time, a review of the coronary angiography from the procedure for ae#2 was done and the fracture was noted to be present at that time also. Approx 5 mm of the fractured stent was noted to be protruding into the aorta form of the rca. A CT scan was done, but the results were not available. The physician's comments regarding the stent fracture were: hinge motion was confirmed at the site of the stent fracture confirmed. The lesion was an in-stent restenosis (isr) lesion and the stent was inflated at over 20 atm, which may have been over-inflation and may have reduced the stents intensity. Please note that device (lot # i0505069) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same pt. Please reference MFR. Report # 9616099-2006-00833, and # 9616099-2006-00834.